Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser box key was broken and there was an issue with fluid air exchange function. Additional information has been received stating the event occurred prior to a surgical procedure. The system was exchanged to initiate and complete the procedure.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The pneumatic module and key switch were replaced to resolve the issues. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of the injection oil issue can be attributed to a nonconforming pneumatic module. The root cause of the reported event of the broken laser key box can be attributed to a nonconforming key switch cable. The manufacturer internal reference number is: (B)(4).